Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of several episodes of pelvic pain ("excessive pain" and "severe abdominal pelvic pain on the sides of the body towards the fallopin tubes") and procedural pain ("it was extremely painful") in a 25 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of parity 4 ((B)(6) 2007); ((B)(6) 2008); ((B)(6) 2011) and ((B)(6)2015)). The only concomitant product mentioned was diazepam. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced a first episode of pelvic pain (seriousness criterion intervention required), a second episode of pelvic pain, back pain ("pains in the lumbar region that radiated in both legs causing lack of balance"), balance disorder ("pains in the lumbar region that radiated in both legs causing lack of balance"), headache ("headache"), mood altered ("mood swings (irritability and bad mood)"), irritability ("mood swings (irritability and bad mood)"), vaginal haemorrhage ("excessive and continuous vaginal bleeding"), dyspareunia ("dyspareunia (genital pain associated with sexual intercourse"), dysmenorrhoea ("dysmenorrhoea (very strong colic)"), alopecia ("excessive hair loss"), pyrexia ("fever"), decreased appetite ("lack of appetite"), fatigue ("fatigue"), vulvovaginal inflammation ("vaginal inflammation"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome"), depression ("depression") and procedural pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure).essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, mood altered, panic reaction, the second episode of pelvic pain, the first episode of pelvic pain, procedural pain, pyrexia, vaginal haemorrhage and vulvovaginal inflammation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: that the device was in the right place batch no d40621 manufacture date: 2014-12 expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-may-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("excessive pain") and procedural pain ("it was extremely painful") in a 25 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of parity 4 (((B)(6) 2007); ((B)(6) 2008); ((B)(6) 2011) and ((B)(6) 2015)). The only concomitant product mentioned was diazepam. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("severe abdominal pelvic pain on the sides of the body towards the fallopian tubes"), back pain ("pains in the lumbar region that radiated in both legs causing lack of balance"), balance disorder ("pains in the lumbar region that radiated in both legs causing lack of balance"), headache ("headache"), mood altered ("mood swings (irritability and bad mood)"), irritability ("mood swings (irritability and bad mood)"), vaginal haemorrhage ("excessive and continuous vaginal bleeding"), dyspareunia ("dyspareunia (genital pain associated with sexual intercourse"), dysmenorrhoea ("dysmenorrhoea (very strong colic)"), alopecia ("excessive hair loss"), pyrexia ("fever"), decreased appetite ("lack of appetite"), fatigue ("fatigue"), vulvovaginal inflammation ("vaginal inflammation"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome"), depression ("depression") and procedural pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, mood altered, panic reaction, pelvic pain, procedural pain, pyrexia, vaginal haemorrhage and vulvovaginal inflammation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: that the device was in the right place. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: case became serious incident & valid. Event adverse event is replaced with abdominal pain, alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhea, dyspareunia, fatigue, headache, irritability, mood altered, panic reaction, pelvic pain, procedural pain, pyrexia, vaginal hemorrhage and vulvovaginal inflammation. Essure start & stop date updated. Lot number updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.